Event description:
The surgeon deployed the instrument and attempted to pull the string to close the bag. When this did not work the surgeon tried to pull the plunger back. This also did not work. The surgeon then pulled both the string and the plunger at the same time. At this point, it was noted that the bridge element broke free from the bag. The bag was removed and there were no pt consequences reported. The surgeon used the pro46 without prior in-servicing.